Event description:
Stroller assembly left handle broke right below the back cane where it folds. Right at the sleeve. Customer was pushing enduser into a business doorway when the assembly broke. Dealer stated nothing out of the ordinary took place enduser meets weight requirements of the unit.